Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 5 (pressure out of range) occurred. Reportedly, the customer had follow the prompts on the pump when loading the new cartridge in use at the time of the alarm. The customer's blood glucose level was not impacted by this alarm. A new cartridge was loaded resolving the issue.